Event description:
Boston scientific received information that this right ventricular lead displayed high, out of range pace impedance measurements. The local boston scientific field representative (fr) indicated that the patient had entered into hospice and the device was programmed to monitor only. No further intervention was reported to have been performed. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.